Event description:
I was using a dexcom g7 sensor connected to my tandem tslim x2 insulin pump, the dexcom g7 application on my iphone 15 pro max, and the direct connect option my an apple iwatch 9. My insulin pump was displaying a normal glucose level of 98, my watch was displaying a result of ~300 and the dexcom application was displaying a result of 351. The devices are connected to the same sensor, but they give different results. I used my finger stick device and the results were in the 280 range. Other than the differing results, my glucose levels were not being addressed by my pump which automatically dispenses insulin if my glucose level is 160 mg/dl. My glucose level remained >280 for over 12 hours before dexcom advised me to remove the sensor and replace it. Previous to this I had to replace another sensor that gave similarly inaccurate results, so I have replaced 2 sensors within 36 hours. Dexcom has told me they will replace both sensors since I have logged calls with them. After inserting the 3rd sensor within 36 hours, the results across all devices were the same. The finger stick result was within 11% of the cgm readout.